Event description:
In 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the pt to obtain and verify info. The pt reported that on an unspecified day earlier in 2006 she obtained blood glucose results of 161 mg/dl and 271 mg/dl on the reported meter. At the time of the incident, the pt was experiencing symptoms of low blood glucose levels such as feeling very cold. The pt has felt these same symptoms before when her blood glucose levels have been 'in the 40's mg/dl'. The pt called the emergency room physician, who recommended the pt take two glucose tablets, and stayed on the telephone with the pt to see if she felt better. The pt stated she started to feel better and so emergency services were not necessary. The pt retested her blood glucose level approx five minutes after consuming the glucose tablets, and obtained a result of 209 mg/dl. The pt stated her blood glucose levels rise approx 10 mg/dl for each glucose tablet ingested. The pt stated that over the past several weeks she has experienced hyperglycemic episodes with symptoms of frequent urination and increased thirst. The pt was hospitalized last week for increased blood potassium levels. The pt takes avandia (rosiglitazone) twice daily, humalog insulin when needed, and novapen insulin 70/30 on a sliding scale. The pt had taken her normal medications on the day of the incident, approx 6 hours prior to testing on the reported meter. The pt normally tests her blood glucose levels two to three times per day.